Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed in the lab. The batch review was performed on potentially associated lot with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The caregiver (cg) said that there is solution on the floor. The cg said that she thought there was a leak in the patient line and taped it. The baxter technical service representative (tsr) had the caregiver (cg) cycled power and assisted to retrieve the cassette. Caregiver said that they have pets but do not have access to supplies. Caregiver agreed to cassette retrieval. Tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy on the cycler and finishing therapy with a manual exchange. The hp was unsure what caused the hole in the patient line. The hp said that the they saw a leak in the patient line during use but continued to use the set up until it caused an alarm. The hp verified that there were no loose connections, disconnections or defects on any other of the hp's supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, he had left a message for his nurse. The writer advised the hp to call his nurse again regarding this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he still had the cassette and will hold for evaluation. The lot number was h11f27023. No allegations were made against any other of the hp's dialysis products. No further information was provided.